Manufacturer narrative:
No button response on the act button due connector on lcd board unlocked; no damage to keypad traces noted during visual inspection. Unable to perform displacement test due to unresponsive keypad. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported via phone call, that the act button on the insulin pump is unresponsive. Customer's blood glucose level at the time 252 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.